Manufacturer narrative:
(B)(4). (B)(4). The device was not returned. The lot number was provided. A follow up report will be submitted with all relevant information.

Event description:
Device issue: dislodged stent. Time of device issue: during the procedure. Adverse event: medical intervention to compress dislodged stent in unintended site. It was reported that after implantation of a 3.5 x 8 mm promus stent in the calcified left main artery, an attempt was made to advance the 3.0 x 28 mm promus stent through this stent. Pre-dilatation was not performed. The stent delivery system (sds) was lodged in the vessel and when it was pulled back on the sds, the stent dislodged from the balloon. An attempt was made to re-wire the dislodged stent, but was unsuccessful. A 3.5 x 12 mm promus stent was used to compress the dislodged stent against the arterial wall. There were no adverse patient effects. No additional information was provided. (B)(4)